Event description:
Plaintiff states that she worked as an assistant to dentists in dental offices and has been sensitized to natural latex rubber gloves that has resulted in allergies, asthma and analphylactic shock reactions.